Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be established. No lot number was provided; thus, the device history record could not be reviewed and a search of the complaint database could not be performed.

Event description:
The account alleges that during use the device leaked near the transducer. A new device was used to complete the procedure without issue.